Event description:
It was reported that during investigation the mobile power unit's patient cable was found to be loose at the rubber end around the black and white connector.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval.. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval.. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during investigation the mobile power unit's patient cable was found to be loose at the rubber end around the black and white connector.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial #: (B)(6)) was returned for analysis to the european distribution center (edc) and it was noted that the patient cable was loose around the lemo connector the red battery strap was frayed. The system was able to power on as intended. A functional test was performed. The system functioned as intended. The patient cable and battery strap were replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(6)) and the mpu was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2015. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided.

Event description:
Visual inspection of the mobile power unit (mpu) revealed that the rubber encasing of the patient cable was loose. The red battery strap was also found to be frayed. During a power on inspection the system booted up as intended. The patient cable and the battery strap would be replaced. The mpu's software was upgraded from 01.01.00 to 01.02.01. A software label was added. All tests were performed for procedure.